Event description:
It was reported that the arterial sheath was positioned against the carotid artery wall, leading to a dissection and extravasation, which required additional intervention. An enroute transcarotid neuroprotection system (nps) was selected for a right transcarotid artery revascularization (tcar) procedure. It was reported that no backflow was observed. Upon rotating the sheath away from the carotid artery wall, brisk backflow was noted. During advancement of the enroute 0.014" guidewire into the internal carotid artery (ica), the wire prolapsed. The guidewire was exchanged for another enroute 0.014" guidewire, but without success. A third enroute 0.014" guidewire was also used, with no resolution. A follow-up angiographic evaluation revealed a dissection and extravasation in the distal cca extending into the ica. The procedure was converted to a carotid endarterectomy (cea). The patient was neurologically intact post-procedure.